Event description:
Case description: investigational results: product name: novofine 32g tip, batch number: unknown, no investigation was possible, because neither sample nor batch number was available. Product name: novolog flexpen prefilled syringe 100 units/ml. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, case was updated with the following: the investigational results were updated. Manufacturer's comment was updated. Device component code updated narrative updated accordingly. On (B)(6) 2018: as the device novofine 32g 4 mm has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novolog flexpen (insulin aspart). Product name: novofine 32g tip. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
[Preferred term] (related symptoms if any separated by commas), novolog flexpen failed to deliver full dose of insulin [device malfunction], insulin ran down patient's stomach [injection site extravasation], novolog flexpen failed to deliver full dose of insulin [incorrect dose administered by device]. Case description: this serious spontaneous case from the regulatory authority was received from the food and drug administration (FDA), united states was reported by a pharmacist as "novolog flexpen failed to deliver full dose of insulin" beginning on (B)(6) 2018, "insulin ran down patient's stomach" beginning on (B)(6) 2018, "novolog flexpen failed to deliver full dose of insulin" beginning on (B)(6) 2018 and concerned a male patient (age not reported) who was treated with novofine 32g 4mm (needle) from an unknown start date due to "device therapy", novolog flexpen (insulin aspart) from an unknown start date due to an unknown indication (regimen #1 dose and frequency unknown, regimen #2 25-30 units three times a day). Patient's height, weight and body mass index was not reported. Medical history was not provided. On (B)(6) 2018, the patient had difficulty with the new pens,the pen failed to deliver the full dose of insulin with insulin running down his belly on multiple occasions. It was reported that higher doses of insulin increased the likelihood of failure to deliver full dose of insulin. It was reported that the patient was educated on proper technique and had done this for years without issue. It was also reported that pen needle was used as directed for insulin injection. Action taken to novofine 32g 4mm was not reported. Action taken to novolog flexpen was not reported. Batch number was requested. The outcome for the event "novolog flexpen failed to deliver full dose of insulin" was not reported. The outcome for the event "insulin ran down patient's stomach" was not reported. The outcome for the event "novolog flexpen failed to deliver full dose of insulin" was not reported. Company comment : the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novolog flexpen (insulin aspart).